Manufacturer narrative:
Mhus10 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mhus10 probe from lot # f11811410d was received in fair condition. Use in a procedure was evident on the probe. The was probe connected to a holster for functional evaluation. Using chicken breast as a medium, the device was unable to obtain samples. Further visual inspection found breast tissue clogged in the device cutter. Once the cutter was cleared, the device obtained samples as designed. The customer holster was not returned for evaluation. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without a customer holster, a root cause cannot be confirmed. The initial voice of the customer on (B)(6) 2018 was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, on 8/20/2018 during the device evaluation, this event was reassessed for reportability based on the findings of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Report received from affiliate, devicor medical (B)(4) stating, "once probe was inserted in the patient, sample cup did not rotate, and sampling button was not functioning. New probe was attached to holster, it functioned properly to complete the procedure." This has been documented in our complaint system as record # (B)(4).